Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble/gap in the infusion set tubing. The customer's blood glucose (bg) level was 400 mg/dl and the bg level was addressed with a bolus via the pump. The customer changed the infusion set to address the event and insulin delivery was resumed.